Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. The device contained fluorouracil and saline solution. This was observed during storage prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 30-31, 2024. H11: the device was received for evaluation. Visual inspection was performed, and droplets of fluid were noted on the blue winged luer cap as the cap was slightly untightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause was user related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.